Manufacturer narrative:
(B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Gastrointestinal bleeding has been identified as a known potential risk associated with use of the lvad system as outlined in the instructions for use. While the root cause of the event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Underlying individual patient factors sob, epistaxis, anemia, melenotic stools for 2-3 days, non-bleeding avm, and non-therapeutic level inr may also play a role. Gi bleeding/av m's are known potential complications associated with all patients implanted with vads. The heartware® instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator during routine patient updates. Patient was admitted on (B)(6) 2016 with c/o sob and epistaxis. On admission, patient found to be anemic, hgb (hemoglobin) 6.3, down from 7.0 and reported melenotic stools for 2-3 days. Inr 2.8 on admission. He was transfused 2 units prbcs. Inr reversed with vitamin k. Patient was taken to gi lab on (B)(6) 2016. Egd (esophagogastroduodenoscopy) negative for any active bleeding. Colonoscopy was positive for a non-bleeding gastric avm which the gi team ended up cauterizing. Since intervention, the patient's hgb has remained stable. Inr finally reached therapeutic levels and the patient was discharged home. No changes have been made to the patient anticoagulation regimen since this is his first bleed. No additional information provided.